Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "voriconazol - the highest dose is transmitted as ops". There was no patient impact.